Event description:
Customer has alleged that she got an infection due to pumping with elvie stride and ended up in the hospital for 2 days. She mentioned that she has had issues with leaking and suction from the very beginning.